Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient needed to meet with a manufacturer representative for reprogramming to address new pain. The patient had increased pain between her thigh and buttock mostly on the right side, but sometimes on the left. This was considered a sudden change in therapy/symptoms. The patient noted that this issue began ¿maybe (B)(6) ¿sometime in 2016.¿ the patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.